Event description:
The customer reported that she was hospitalized with a urinary tract infection and a blood glucose reading of 488 mg/dl. The customer wanted assistance in changing the basal rates. Assisted with the programming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.